Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) level was 212 mg/dl. It was indicated that the customer will deliver a correction bolus to address bg level. In addition, the customer was able to load a new cartridge successfully.